Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose at the time of the incident was 149 mg/dl. Customer reported that reservoir compartment was damaged and is unable to lock in place. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Pump received with broken belt clip slot and cracked reservoir tube lip noted. The test reservoir stay locked in place noted.